Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Visual inspection of the device noted that the tank cover was cracked, the heater was dirty, there was a stripped interlock block, and the power switch and pcb were outdated. Functional testing of the device was able to confirm and replicate the reported event. The temperature setting of the device was too high, and the issue was resolved by replacing the pcb. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the fluid warming device was overheating. There was no additional information provided.